Event description:
IV catheter removed from hand of baby after IV infiltrated. At removal, catheter tip noted to be not intact. Tip was approximately half the normal length, tip angled, smooth. X-ray and ultrasound of hand did not show a retained foreign body.